Event description:
Mesh (trans-vaginal) implanted for pelvic prolapse. After years of bowel problems this was installed to aid in evacuation. Post surgery I am now able to move bowels, but about five months after I began to have severe lower abdominal pain and intestinal gas and distress.